Event description:
The customer stated that he tested his blood glucose using his contour meter and a store brand meter. The contour read around 350 mg/dl, while the other meter read between 120-130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.